Event description:
It was reported that a revision surgery was performed due to elevated cobalt and chromium levels, metallosis and pseudotumor.

Manufacturer narrative:
Please notice this device manufacturer number should be 3005477969. It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels, metallosis and pseudotumor. During the revision the bhr cup and the bhr head was removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the patient works out and performs long distance walks (¿5k¿). Cobalt and chromium levels were 16 and 23 (no units provided) 6 months before the revision, an aspirate looked like metallosis and an MRI indicated a fluid collection consistent with pseudotumor. During the revision the synovial fluid had metallic debris appearing sparkles and reactive soft tissue, synovial and capsular tissue, which was not black stained. Components were solid and the cup anteversion was at 15° of anteversion. According to the provided implant report, the cup was placed in 20° of anteversion. Without the device or x-rays available for investigation, a relation of the reported findings to wear, a possible cup migration or a mal-performance of the device cannot be investigated. The patient has a contra-lateral hip replacement of unknown type. Therefore the effect on the blood metal ions cannot be assessed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.